Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determined; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited buckling along the bending tube sheath. The light guide lens had scratches and bending section cover was peeling. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when foreign material was adhered to the scope. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. Air water nozzle was flushed with detergent. An evaluation of the returned device confirmed the customer allegations- ¿scratches on light guide lens and peeling of bending section cover¿. However, buckling along the bending section tube was not confirmed. There were few additional findings. Adhesive on bending section cover was chipped and cracked. Light guide lens had a scratch. Connecting tube was wrinkled. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Bending tube is deformed. Light guide bundle had breakage. Due to a dent on channel tube, forceps cannot be inserted smoothly. Scratches were found throughout the device. Suction cylinder was shaved. Forceps channel port is shaved. Paint on suction cylinder was peeled. Because objective lens was shaved, the image had dark areas partially. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, phenomenon was confirmed during maintenance and inspection. There was no patient involvement.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.